Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of stuck button alarm. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that the stuck button occurred when a button was continuously pressed for more than 3 minutes. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was unit received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation, no damage or moisture damage was found on the keypad assembly, no unlocked keypad connector and no stuck button alarms noted. All buttons are responding properly. The insulin pump passed leak test. The insulin pump had minor scratches on the lcd window.